Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) was displaying error message "system error, out of service, revert to manual CPR." No patient involvement was reported.

Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the platform displaying system error 139 (unable to hold compression position) was confirmed during archive review and initial functional testing. The root cause of the reported issue was due to the brake gap being out of specification. The brake gap was re-adjusted to remedy the fault. The complaint for the platform having a broken head restraint cable was confirmed during visual inspection. The customer has decline the repair, therefore, the physical damaged noted was not repaired. Since the physical damage noted would affect the performance and reliability of the device, the platform was tagged with a sticker "not for clinical use" and has been returned to the customer. During visual inspection, broken head restraint cable was found. The autopulse platform is a reusable device and was manufactured in 02/19/2010 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data review indicated system error 139 (unable to hold compression position) around the reported event date. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" displayed when the platform was powered on. Historical complaints were reviewed for service information related to the reported complaint and there was no similar related complaints for autopulse sn (B)(4).

Event description:
A broken head restraint cable was also reported.